Event description:
Related manufacturer report number: 2017865-2024-01361. It was reported that the patient presented to the emergency room following multiple inappropriate shocks from his implantable cardioverter defibrillator. Upon further investigation, it was discovered that the device had gone into backup mode for reasons unknown. Attempts to extract device data were attempted but unsuccessful. As the physician was unable to determine if a potential lead malfunction contributed to shocks, both the implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported event was inappropriate shocks. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead did not find any anomalies. Additional findings unrelated to the reported event were discovered during analysis. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.